Manufacturer narrative:
Claim#: (B)(4).

Event description:
A healthcare professional that following an implantable collamer lens (icl) implantation procedure, the patient experienced a high vault. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. If additional information is received a supplemental medwatch report will be submitted.